Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert message of possible output anomaly was noted after the patient received an appropriate shock. The ICD was explanted and replaced. The lead remains implanted.